Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A2 (date of birth) was not provided.

Event description:
The medical affairs specialist (mas) has reviewed the customer care advocate (cca) documentation. In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was not powering on. The patient indicated that she did not take any actions in regards to her diabetes management following the power issue. The patient claimed that 30 minutes after the reported issue first occurred, the patient developed symptoms of feeling shaky and had administered self-treatment with more food/drink. No other forms of treatment or blood glucose results were reported. The cca went through troubleshooting with the patient and noted that the power issue was unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia 30 minutes the power issue began. In addition, the reported power issue was unresolved with troubleshooting.